Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Ten devices were received for evaluation; 10 events were confirmed during testing. Ten devices were confirmed to have damaged or missing components upon disassembly. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device disassembled. Ten reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.